Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl; cause was unknown. Due to the decreased bg the customer lost consciousness. Customer was treated with a glucagon gel from an emergency medical technician and intravenous fluids were delivered while in the emergency room. The customer was discharged from the emergency room 5.5 hours later on (B)(6) 2021 with no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Customer continued to use the pump for insulin therapy.